Event description:
Customer reported a problem with charging, stating that chargers had to be adjusted to a specific position to function, which suggested damage to the usb port. There was no adverse impact to the customer's blood glucose level. Customer did not require any action and declined a callback, so no further resolution steps were taken.